Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are two previous complaints on this device. Analysis of the returned device was completed on 3/29/2024 for this reported issue. Attempted to pull the event log, but each time it was unsuccessful. When the pump was plugged into the computer for ac power, it was alarming system error. During functional testing, the reported problem was duplicated. When the pump was powered on, the battery icon was blank, and the menu was on battery reset. A new infusion could not be started. The battery was replaced, battery reset was completed, and an infusion ran until completion. A CAPA has been opened in order to fully investigate and address the root cause/s of the reported event.

Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device such as serial number. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/19/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.